Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Although a specific root cause for the event could not be determined, there is no indication of a product quality deficiency for the device. The absolute pro, is being filed under a separate MFR number.

Event description:
It was reported that during a procedure of the bifurcation of the common and superficial femoral artery, the absolute stent was deployed without reported issue. Post stent implant, the starclose se was used for arteriotomy closure however, the absolute stent was moved proximal with the dilator of the starclose se sheath. It was suspected by the physician that the radial force of the absolute stent was not full/equally apposed to the vessel wall distal and proximal. There was no reported patient effect. There was no additional information provided.